Event description:
The customer reported that the vertical lift column on the 9800 sys would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply connection was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.